Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2006, a 25mm biocor valve was implanted in an aortic valve. On an unknown date in 2020 the patient presented with palpations, gradual increasing for aortic blood velocity (3.2m/s) has been confirmed during that follow up. The aortic blood velocity was 3.6m/s in 2021, 3.6m/s in 2022. On an unknown date in 2024, the valve of aortic blood velocity was 4.7m/s and redo surgery was decided. A severe aortic stenosis was diagnosed and echocardiogram showed one leaflet became immobilized. On (B)(6) 2024, a redo surgery was undergone, the biocor valve was explanted and a 19mm non-abbott valve was implanted in the aortic position, 25mm non-abbott valve was implanted in the mitral position. Upon explant, the non-coronary cusp (ncc) and left coronary cusp (lcc) were confirmed to have mobilized but the right coronary cusp (rcc) was not. The rcc was severely calcified than other leaflets. There was no tear confirmed before explant, but during the explant procedure, some damage (tear) was created on the leaflet.

Manufacturer narrative:
Explant due to sever aortic stenosis and leaflet being immobilized was reported. Also reported that upon explant, the right coronary cusp was severely calcified than other leaflets and was immobilized. Reportedly, damage on the leaflet occurred during explant procedure. The investigation found calcifications on all cusps, and all cups were torn. There was fibrous pannus ingrowth on the inflow surface of cusps 1 and 3. There were diffusely marked degenerative changes on all three cusps which could have contributed to the tear formation. Surface fungus consistent with a contaminant was noted on all cusps. There was circumferential pannus formation on the sewing cuff. No inflammation was present. The cause of the tears could not be conclusively determined; however, the tears were associated with calcifications. Additionally, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. The calcifications noted could have contributed to the reported stenosis. The reported hospitalization and surgical intervention were a result of case-specific circumstances as the valve was explanted and a replacement valve was implanted.